Event description:
It was reported that the insulin pump had ramping numbers up to 30 units during a bolus attempt. The customer did not know the blood glucose reading. No significant events leading to the keypad issues were observed. The customer noted that the insulin pump then alarmed button error thereafter. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. No button error alarms noted. All buttons functioned properly. However, the insulin pump had moisture damage on keypad traces. No ramping numbers noted on the display.